Event description:
The rptr stated that they did back to back (rapid succession) blood glucose tests, using separate fingersticks. Rpt's results were 227, 162 and 190 mg/ dl. Rptr did not have any symptoms. Control solution testing was not done due to unavailability of supplies. On followup, the rptr stated that they checked the test strip confirmation dot. Rptr's technique of applying blood is accurate, and they stated that they clean the meter regularly. No harm was alleged.